Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system has been showing a significant increase in thresholds and out of range, shock impedance since implant. During an electrophysiology study a commanded 41j shock failed and a commanded 31j also failed and the device produced a code 1005 related to high shock lead impedance detected when attempting to deliver a shock. The plan is for lead revision and device replacement as only a year is left. The device was turned off and the patient is going home with a life vest. The system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system has been showing a significant increase in thresholds and out of range, shock impedance since implant. During an electrophysiology study a commanded 41j shock failed and a commanded 31j also failed and the device produced a code 1005 related to high shock lead impedance detected when attempting to deliver a shock. An external shock had to be delivered a couple of times as the defibrillation threshold test did not work due to an open circuit that triggered a warning.the plan is for lead revision and device replacement as only a year is left. The device was turned off and the patient is going home with a life vest. No additional information was obtained at a follow up with the sales representative. At this time the system has been explanted and a new system has been implanted at new surgical intervention. No additional adverse patient effects were reported.